Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure investigation lab technician was unable to verify the customer's reported issue. The device passed 236 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 experienced an issue while connected to a patient. The customer confirmed that there was no patient associated with the reported issue.